Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure, after removing the 22 fr rf3 sheath a small dissection was noted in the left femoral artery. The dissection was surgically repaired. An angiogram post surgical repair confirmed there was good flow. Per the report received, this patient's access vessel diameter range was 6.8 to 8.3 mm; the vessel was described as mildly calcified and mildly tortuous. Through additional investigation of the event it was indicated there were no issues noted with the device during prep. There was no difficulty during insertion or removal or the dilators or the sheath.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7 mm. In this case, per report, the access vessel diameter range was between (6.8 - 8.3 mm). The vessel was described as mildly calcified and mildly tortuous. It is likely that patient vessel factors (smaller than indicated size) and procedural factors contributed to the reported event. The device was not returned for evaluation. A device history record (DHR) review for the sheath was performed and all manufacturers' specifications were met prior to release for distribution. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective actions are required.